Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: all channels: pseudomonas aeruginosa (>100 cfu/400ml) [second time; (B)(6) 2021]: instrument channel: unspecified microbes (4 cfu/100ml) suction channel: unspecified microbes (43 cfu/100ml) air/water channel: unspecified microbes (2 cfu/100ml) [third time; (B)(6) 2021]: instrument channel: unspecified microbes (4 cfu/100ml) suction channel: unspecified microbes (>100 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found followings. - the insulation of the distal end resistance value was out of specification. - the distal end was repaired by a third party. - the light guide lens and the objective lens were cracked. - the bending rubber was repaired by a third party. - the insertion tube was repaired by a third party. - the remote switch 1 was wear. - the light guide tube was repaired by a third party. - the angulations was out of specification. - the cp-plate (inside the control section) was deformed. - the instrument channel cleaning brush passage using a brush failed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.